Manufacturer narrative:
MFR. # 2916596-2024-07830 covers the first occurrence of the modular cable exchange for a driveline communication fault alarm. The second occurrence of modular cable exchange due to driveline fault alarm was previously reported under MFR. #s: 2916596-2024-07461, 2916596-2024-07829, and 2916596-2024-07830 and will be captured under this report. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The controller event log files collectively contained information spanning from 16:22 to 16:38 on (B)(6) 2024 and from 18:03:47 on (B)(6) 2024 to 16:46 on (B)(6) 2024 (per timestamp). At 21:39:56 on (B)(6) 2024, a driveline power fault was observed, due to internal faults which indicated that the power a signal had been interrupted. A few other brief interruptions in the communication a, communication b, power a, and power b signals were observed throughout the data; however, these did not persist long enough to trigger an audible alarm. The observed events did not impact the controller¿s ability to operate the pump. The driveline was ultimately disconnected at 16:45:44 on (B)(6) 2024, which was consistent with the exchange of the equipment. During functional testing of the returned modular cable (lot number: 10405726), atypical events were not able to be reproduced. The modular cable was able to support the operation of a mock circulatory loop for an extended period of time without issue, even when the cable was manipulated by hand. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6) and modular cable (lot number: 10405726) were exchanged on 24nov2024 in response to the reported alarm. A few log files were then downloaded from the patient¿s new controller (serial number: (B)(6) and submitted for review. Throughout the available data from this controller, no atypical or faults were observed. The pump maintained a speed within the expected range. The root cause of the driveline power fault alarm cannot be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the modular cable (lot number: 10405726) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the modular cable. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure, and the connector locking nut is in the locked position. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline power fault alarms on (B)(6) 2024. The pump running light was on with normal parameters. The patient was feeling fine. The patient was presented to the emergency department (ed) and the alarms continued on the system controller. Urgent analysis was requested to help assist in forming a treatment plan for the patient. Heartmate3 log files were submitted for review. The log file captured multiple driveline power fault an alarms starting on (B)(6) 2024 at 21:22:2024. It was noted to have the modular cable and controller replaced. The patient was admitted to the emergency room on (B)(6) 2024. The nurse documented that the alarm read "drive line failure." Log files were sent upon admission. The new primary controller and modular cable were exchanged on (B)(6) 2024 without any incidence. To note, this was the patient's second controller with modular cable change out related to driveline fault alarms. The first change out was done in the clinic, earlier in (B)(6) 2024. New log files were submitted from (B)(6) 2024, post controller and modular cable change. There were 2 sets of log files sent. The second set contained 10-15 power cable disconnects for more data. The data from the new system controller regarding the condition of the modular cable was much improved since replacing the equipment.